Event description:
It was reported that the customer had high blood glucose levels of 525 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer treated with thirty-two units of insulin. The customer was hospitalized due to high blood glucose levels. The customer was released from the hospital after three days. The customer indicated having symptoms consistent with high blood glucose levels including high ketones and nausea. The customer reported that the insulin pump did not alarm the customer that insulin was not delivered. There was no alarm for no delivery. Troubleshooting could not be completed because the customer was at work. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).